Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that a cartridge alarm occurred (alarm 30) during basal delivery. There was no reported impact to the customer's blood glucose level. Reportedly, customer successfully loaded a new onto the pump to resolve the issue and resume insulin delivery.